Manufacturer narrative:
The device has been received at the manufacturing site and evaluation is in progress. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicates the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that during an intraocular lens (iol) implant procedure, implantation of the lens failed because the cartridge was cracked. A backup lens was used and the surgery was performed normally. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clarification was received via a completed questionnaire: the implant was stuck in the incision; the cartridge was cracked on its length.

Manufacturer narrative:
Additional information provided. Product evaluation: the cartridge was returned. A small amount of viscoelastic was dried in the tip of the cartridge. The tip was heavily stressed. The tip was cracked in the thick nozzle cone along the anterior right side. This damage progresses into split damage through the tip end. The cartridge has evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The customer indicated the use of a qualified lens model and qualified viscoelastic. The reported tip damage was observed. The root cause for the damage may be related to a failure to follow the directions for use (dfu); an inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with an ophthalmic viscosurgical device (ovd), which may result in damage or delivery issues. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen, if the lens is advanced too rapidly, or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip, making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).